Manufacturer narrative:
Age at time of event: over 60 years old. (B)(4). Device evaluated by MFR: the device was returned for analysis. A visual and tactile examination identified that the tip of the device had been pulled into the blue outer which is consistent with the physician applying excessive tensile force to the delivery system when attempting to re-constrain the stent. No other issues were identified with the delivery device which could potentially have contributed to the complaint incident. A visual and microscopic examination identified no damage to the stent cups or stent holder that could have contributed to the complaint incident. The device was received with the stent fully mounted onto the delivery system. The investigator successfully deployed the stent experiencing some resistance due to the tip being pulled into the blue outer of the device and the presence of solidified blood inside the delivery system. The stent cups and holder were undamaged. A visual inspection of the stent identified that the distal wires were damaged. This type of damage is consistent with the stent encountering difficult patient anatomy during deployment. No issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 12-april-2018. It was reported that the stent failed to deploy. The 80% stenosed target lesion was located in the iliac vein. A 14x60/9fr uni plus 75cm wallstent® was advanced for treatment; however, the stent could not be deployed. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.